Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to damage on the electrode end. The implanting physician pierced the guide wire through the lead prior to insertion into the sheath. Additional information indicated that the health care professional (hcp) threw away the lead. The lead was never in service. No adverse patient effects were reported.